Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging lung disease and respiratory tract irritation. The device has been returned to the manufacturer for evaluation, but the evaluation was not yet begun. Once additional information is received, a follow up report will be filed.